Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 290 units of cold insulin. The customer reported that the pump stayed static at 105 units and then started to decrease. At the time of the call, the customer believed that the fill estimate was accurate. The customer reported blood glucose level was not impacted.